Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the homechoice cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one. The patient was connected at the time of the alarm. The patient stated that the supply line had disconnected from the supply bag. The patient stated they had been awakened by the alarm and had discovered the supply bag had disconnected from the line. The patient was unsure how the disconnection had occurred. The technical service representative (tsr) explained the alarm and had the hp cycle power to clear the alarm. The tsr advised the patient to start therapy over with new supplies. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.